Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/01/2020. Additional h3 investigation summary: it was reported breakage suture. Open box with eleven unopened samples of product code j546, lot qbmcpq was received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of eleven samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device batch qbmcpq, j546g and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported:"one foil broke off at the swage, and the other along the length of the thread" please clarify: how many of the 11 sutures separated from the needle during surgery? 1 impacted product. How many of the 11 sutures broke during surgery? 1 impacted product. Were the sutures from the same lot qbmcpq? Yes. What was used to complete the procedure? Another suture was used to complete. What tissue was being approximated or sutured when it broke? Yes. Was the needle removed from the patient during the same procedure? Yes. Was there any patient consequence or injury? No. What is the condition of the patient? Not provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via 2210968-2020-05602 and 2210968-2020-05603.

Event description:
It was reported that the patient underwent an eye surgery in 2020 and the suture was used. During the surgery, the suture broke along the length of the thread. Another suture was used to complete the procedure. There were no patient consequences reported.